Manufacturer narrative:
The field service engineer (fse) was dispatched. He discovered that the bsv was defective and confirmed that the instrument was not powering on. He replaced the data harness between the power supply's bulkhead and spc (system power controller) card allowing the analyzer to power on. He also replaced the spc card and blood sampling valve ( bsv). The failure mode identified for a malfunctioning bsv is likely to generate erroneous results for all parameters (cbc/diff and retic) due to carry over. (B)(4).

Event description:
The customer reported the rbcs were intermittently running low on controls that were run on the lh780. They later reported they were not getting any power to the analyzer. No erroneous results were reported out the lab as patient samples were not run on the instrument due to qc failing.